Manufacturer narrative:
Reporting exemption number e2105005 (B)(4). CAPA: no corrective/preventive action is needed. Manufacturer narrative: no increased trend identified for restylane silk batch 13908. Pharmacovigilance comment: the unexpected event of pustules at implant site was considered serious and possibly related due to the medical intervention including incision and drainage. The unexpected event of rash generalised and expected events of urticaria, implant site swelling and acne were non-serious and possibly related. The events may have been induced by food allergy. The case meets the criteria for expedited reporting to the regulatory authorities. No device was made available to manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 with a follow-up report on 28-jun-2017 and another follow up report on 03-oct-2017 by a registered nurse (rn) which refers to a female patient. The patient had a fitzpatrick skin type I-ii and was not pregnant. The patient's medical history, concomitant treatments and allergies were denied. Previous filler history includes: on (B)(6) 2017, the patient received treatment with 1 ml of restylane silk (lot 13908) to the perioral area and lips with an unknown needle type and unknown injection technique. On (B)(6) 2017, the patient received treatment with 2 ml of restylane lyft with lidocaine (lot unknown) to the mid cheek area with an unknown needle type and unknown injection technique. On (B)(6) 2017, the patient received treatment with an unknown amount of restylane silk (lot 13917) to the perioral area and lips with a 30 g 1/2 inch needle using a linear, fanning, superficial technique. 1 month later, on an unknown date in (B)(6) 2017, the patient experienced hives (urticaria) and a rash all over body (rash generalized) after she ate fish. The patient saw a physician in (B)(6) and the physician thought the patient might have had an allergic reaction to fish. The physician suggested that the patient have allergy testing to be sure. The allergy testing ruled out that she was allergic to fish. In (B)(6) 2017, the patient was fine. 80 days after the injection, on (B)(6) 2017, the patient woke up and her lips were moderately swollen (implant site swelling) as if she had just been injected and intermittent moderate pustules (implant site pustules). At that time she saw her primary physician on (B)(6) 2017 and he prescribed an antibiotic, prednisone [prednisone] and im rocephin [ceftriaxone sodium] which did help to calm the events down. 94 days after the injection, on (B)(6) 2017, the patient visited her healthcare professional. She presented with a small spot on the bottom right side of the lip, approximately pea size, not red and looked like a large pimple (acne). She did report she thought it was getting better and just wanted the nurse to see it. No treatment was reported. 102 days after the injection, on (B)(6) 2017, the patient called back to report little pustules on her bottom lip. 107 days after the injection, on (B)(6) 2017, the patient was seen by the nurse and the physician who performed an incision and drainage [I&d] on 4 larger pustules. She was prescribed doxycycline [doxycycline] and keflex [cefalexin]. The keflex was stopped on (B)(6) 2017 and she showed improvement. According to the (B)(6) 2017 follow-up report, the patient reported intermittent pustules from (B)(6) 2017 until after the keflex was done. The patient was reassessed on (B)(6) 2017 and denied any further complications. The events were recovered. The reporter assessed the causality as possibly related and no serious criteria to be fulfilled. The patient had recovered from the all the events at the time of the report. Tracking list: v.1 03-oct-2017: patient demographics, treatment details, dates of events, hcp visit date and date of treatments, treatment drug names (added keflex and prednisone to case) and dates of use and outcome of treatment, severity, reporter causality, I&d updated, recovery of events, reporter seriousness of case.

Manufacturer narrative:
(B)(4). CAPA: the events are already addressed in the labeling. No action is needed. Manufacturer narrative: no increased trend identified for restylane silk batch 13908. Pharmacovigilance comment: 17 july 2017. Medical assessment. As the symptoms may have been induced by diet (fish) even if the allergy test was negative, the causality for all of the events (urticara, rash, implant site swelling, acne, implant site pustules) seems unlikely. However, a causality cannot totally be excluded. No device was made available to manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 26-jun-2017 and a follow-up report on 28-jun-2017 by a registered nurse (rn) which refers to a female patient. The patient's medical history, concomitant treatments and allergies and was not reported. Previous filler history includes: on (B)(6) 2017, the patient received treatment with 1 ml of restylane silk (lot 13908) to perioral area with unknown needle and unknown technique. On (B)(6) 2017, the patient received treatment with 2 ml of restylane lyft with lidocaine (lot unknown) to mid cheek area with unknown needle and unknown technique. On (B)(6) 2017, the patient received treatment with unknown restylane silk (lot 13917) to around mouth, lips with unknown needle and unknown technique. Three months later, on (B)(6) 2017, the patient experienced hives(urticaria) and rash all over body (rash generalized) after she ate fish. She saw a physician in florida and her thought she might be having an allergic reaction to fish. He suggested that she have allergy testing to be sure. The allergy testing ruled out she was not allergic to fish. In (B)(6) 2017, the patient was fine. Eighty days later, on (B)(6) 2017, the patient woke up and her lips were swollen (implant site swelling) at lips as if she had just been injected. At that time she saw her primary physician and he prescribed an antibiotic and steroid and im rocephin [ceftriaxone sodium] which did help to clam it down. Ninety four days later, on (B)(6) 2017, the patient visited her healthcare professional. She presented with a small spot on the bottom right side of the lip, approximately pea size, not red and looked like a large pimple (acne). She did report she thought it was getting better and just wanted the nurse to see it. No treatment was reported. At 102 days later, on (B)(6) 2017, the patient called back to report little pustules (implant site pustules) on her bottom lip. At 107 days later, on (B)(6) 2017, the patient was seen by the nurse and the physician who performed an incision and drainage [I&d] on 4 small pustules. She was prescribed doxycycline [doxycycline]. Treatment for the adverse event included: allergy testing/antibiotics/steroid/ im antibiotic/incision and drainage. Outcome at the time of the report: hives/rash all over body/swollen/pustules/acne was recovering.